Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0lbs due to moisture damage in the force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to the compromised force sensor system alarm. The pump had a cracked case at the display window corner (all corners), cracked battery tube threads, and moisture damage on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that this is the second time that she had a compromised force sensor system alarm. Customer stated that the first time was on (B)(6) 2013. Customer's blood glucose was 300 mg/dl. Customer has not treated. Customer stated that she was unable to exit the preparing to prime loop. Customer stated that insulin did squirt out but the pump primed and looped back 6 times. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.